Manufacturer narrative:
The investigation for the optical signal issue has been completed. According to the clinical, shortly after inserting the impella 5.5 pump placement signal was lost and a controller error alarm was recorded. Staff then performed a controller swap, which reproduced the same error and did not fix the issue. The decision was then made to replace the pump with another impella 5.5 and the support proceeded without any other issues. No product was returned for a visual inspection. Data log analysis confirmed a fiber break after the pump ran for two minutes which triggered the ps not reliable alarm and caused all 5s parameter values to fall out of specification. The most likely cause of optical signal issue was due to a fiber break. The location of the fiber break is unknown as no product was returned for review. Added- b5 mso review added d6a/d6b. F6/f8 should have been left blank in the initial report. H4 should have been initial use of device in the initial report. H5 should have been yes in the initial report.

Event description:
It was further reported that the patient expired at the time the pump was explanted. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the use of the device cannot conclusively be associated with the outcome.

Event description:
The user facility report a 61-year-old male was being upgraded from an impella cp to an impella 5.5 device. The patient had the 5.5 and ECMO support ongoing when placement signal was lost. The team troubleshot by automated impella controller replacement. This did not remedy the issue and so the impella 5.5 pump itself was replaced and the issue was resolved. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
B1 and b2: added information h1: corrected reportable event type. H6: health effect code: corrected the clinical code and health effect code.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.